Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers are scrolling on the display screen. Customer's blood glucose was 308 mg/dl to 500 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed weak battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. The customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. No ramping numbers noted on the display. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no weak battery alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted.